Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17245249m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant product used: product name: carto 3 system, us catalog #: fg540000, product name: carto 3 external reference patch, us catalog #: crefp6, lot#: ll007871. Product name: coolflow tubing set, us catalog #: cft001, lot #: 576075. Non-bwi products used: sro 8.5f, brk-1 needle, hansen artisan robotic steerable catheter and bard quadrapolar catheter. (B)(4).

Event description:
It was reported that a male patient, underwent a ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and while mapping at the beginning of the case, patient's blood pressure started to drop gradually. The patient suffered a cardiac tamponade which required drainage and extended hospitalization. It was noted that this patient had a medical history of an implanted cardioverter defibrillator. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that this is related to a very difficult transeptal puncture approach when crossing from the right atrium to the left atrium. Nevertheless, this event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.